Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to low blood glucose levels. The reported blood glucose reading was 20 mg/dl. The customer stated that she felt like her blood glucose was low as she was driving home from work, and after she got home paramedics had to be called because she was in a hypoglycemic coma. Troubleshooting was performed and it was found that the customer had last changed her infusion set the day prior to the event. The customer stated that she was having back problems and was on cortisone injections. It was found that the programming on the insulin pump was correct, and the customer stated that her doctor advised her to change her basal rates. The insulin pump passed the displacement test. Nothing further was reported.